Manufacturer narrative:
The investigation is ongoing. Device discarded.

Event description:
As reported by the field clinical specialist, during deployment of a 29mm sapien 3 valve, a pin hole in the balloon of the commander delivery system was noted. A second esheath+ and a 29mm commander delivery system was used for the procedure. The valve was deployed. The device will not be returned for evaluation.

Manufacturer narrative:
Update to b5 (describe event or problem), h6 (component code), (type of investigation), (investigation findings) and (investigation conclusions) and h10 to reflect product investigation. . The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed calcification on the leaflets of the aortic annulus and tortuosity of the access vasculature. A device history record review was performed and did not reveal any manufacturing non-conformances that would have contributed to the event. A lot history review was performed and no other complaints for the reported event were noted. The commander delivery system instructions for use, device preparation manual, and the procedural training manual were reviewed for guidance and instructions. The procedural training manual provides guidance for delivery system removal. Completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. Patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon leak and withdraw difficulty or inability to withdraw system through sheath were unable to be confirmed due to lack of relevant information. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during deployment of a 29mm sapien 3 valve, a pin hole in the balloon of the commander delivery system was noted.' It was observed in provided 3mensio of the patient that calcification was present on the native aortic valve. Calcific nodules can interact with the balloon and compromise the balloon structure during inflation, possibly contributing to the reported balloon leak. In addition, 'there was difficulty removing the delivery system through the esheath. There was no visual damage on the esheath' it was observed in provided 3mensio that tortuosity was present in the patient access vasculature. Tortuosity in the access vessel can create non-coaxial withdrawal angles, contributing to resistance when attempting to retrieve the delivery system. In this case, available information suggests patient (calcification, tortuosity) and procedural factors (no-coaxial withdrawal) may have contributed to the reported event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.

Event description:
Updated information indicated that the balloon was 90% deployed and a post dilation was performed to expand the valve. There was some difficulty removing the delivery system through the esheath. There was no harm to the patient. There was no visual damage on the esheath.